Event description:
It was reported that during an unk procedure the right jaw was broken on the device. They used another device to complete the case.

Manufacturer narrative:
Date sent: 07/10/2007. Information anticipated, but unavailable at this time.